Event description:
A pt had a ventricular fibrillation. The device alarmed yellow level (tachy) instead of the red level (v fib). No alert measures were taken for pt. According to the hosp, medical and paramedical reactions were slower.